Event description:
The device was used during a low anterior resection procedure. Reportedly, there was bowel leakage. The surgeon reinforced the staple line with suture to complete the procedure. The hospital has reported no patient injury occurred.